Event description:
It was reported that the patient experienced peritonitis, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event on the same day. The treatment for the peritonitis included injection of amikacin (250 mg, intraperitoneally (ip), twice a day). The patient was reported to have recovered from the peritonitis. Additional information was requested, but was not available at this time.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.